Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address suspected infection. It was also reported that the patient had initial surgery last (B)(6) 2018. With an I and d poly swap on (B)(6) 2018. Infection did not clear. On (B)(6), the attune was removed and put in an antibiotic spacer. No access granted to culture information. Doi: (B)(6) 2018; dor: (B)(6) 2018, right knee.